Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. No an error in the motor was detected by reading unexpected value from hall sensor error alarm, generated if minute event is not received from motor processor or the sw watchdog task is not running properly error, or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed hall sensor error and watchdog error. The customer¿s blood glucose level was 5.9 mmol/lat the time of the incident. The customer stated that the insulin pump was exposed to high magnetic fields, last week small x-ray at the dentist. Customer states they are not able to rewind the pump. Advised the pump requires replacement and to discontinue use of the pump. Advised to revert to backup plan per health care professional¿s instructions. The insulin pump will be returned for analysis.